Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sheath body was split at the score line along its length. The body had been torn off approximately half way down its length. The proximal portion of the sheath body appeared like it had been stretched and twisted. The top sections of the sheath measured 4 and 4.2cm in length. The bottom sections of the sheath measured 4.3 and 4.9cm in length. Combining both measurements, the total length of the body was approximately 8.5 to 8.9 cm. This is longer than the nominal length of 7cm specified in the graphic, and confirms the visual observation that the body of the sheath had been stretched. A review of the device history records (DHR) for the peel away sheath did not reveal any manufacturing related issues. The report that the sheath body separated during removal was confirmed through examination of the returned sample. The sheath split at the score line along its length, but the body was torn off half way down its length. Other remarks: visual observation and measurement indicated that the sheath body had been stretched. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the condition of the sheath and the information provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that when the clinician went to peel back the sheath, actual indwelling sheath separated and did not pull away in one piece. Part of the sheath was stuck around the catheter body and they could not remove. The catheter itself was removed and procedure completed with a new product. All parts of the device were removed. It's reported that there was a delay as a result of the alleged issue. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when the clinician went to peel back the sheath, actual indwelling sheath separated and did not pull away in one piece. Part of the sheath was stuck around the catheter body and they could not remove. The catheter itself was removed and procedure completed with a new product. All parts of the device were removed. It's reported that there was a delay as a result of the alleged issue. No patient injury or consequence.